Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. The root cause was undetermined. A batch review was performed for potentially associated lot number gd888115. There were no issues detected during manufacturing of this batch. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Initially, the home patient (hp) contacted baxter technical service regarding unrelated alarms on the homechoice device during use for peritoneal dialysis (pd) therapy. During the conversation, the hp stated she is currently in the hospital for a bladder surgery. However, the hp stated after she went home and started therapy, she had to return to the hospital due to peritonitis. The hp stated that the therapy otherwise has been going fairly okay. On (B)(4) 2011, baxter global pharmacovigilance received the following additional information from the consumer with supplemental information by a nurse from the USA of abdominal distention and fungal peritonitis with culture positive for candida albicans in the patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On an unreported date, the patient began dianeal pd2 ambuflex therapy nightly (dose and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd) via continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was hospitalized and underwent a scheduled bladder repair surgery to alleviate stress incontinence. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, the patient began to experience abdominal distention and difficulty draining and was hospitalized on (B)(6) 2011. On (B)(6) 2011, the patient began remedial treatment with an unspecified antibiotic (route, dose and frequency not reported). On (B)(6), the patient was diagnosed with peritonitis and had a permanent catheter placed. The cause of the peritonitis was unknown. There was no exit site or tunnel infection associated with the peritonitis. On (B)(6) 2011, dianeal pd2 ambuflex therapy was discontinued and the patient was switched to hemodialysis. On an unreported date in (B)(6) 2011, the event of abdominal distention resolved. The event of peritonitis was ongoing and unchanged as was the difficulty draining. At the time of this report, the patient remained hospitalized. Concomitant medications were not reported. The reporter stated the events of abdominal distention and peritonitis were not related to dianeal pd2 ambuflex or the home choice device. On (B)(6) 2011, follow-up information was supplied by the nurse. The patient was reported to be recovering from the event of fungal peritonitis. The nurse stated the event of fungal peritonitis was unrelated to dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies as she suspected the patient began to experience the peritonitis on (B)(6) 2011 after a planned surgery.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.